Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the (1) er320 did not close the clip. Three non-formed clips came out of the clip applier. The case was completed with another clip applier. There was no consequence to the pt.